Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The technician raised the table back to scan height and was able to complete the scan without further error. After completion of the scan, the technician contacted philips. A field service engineer was dispatched to the site. The customer care support technician suspected that the event was due to an issue effecting the vertical brake. (B)(4).

Event description:
Philips received information from a customer site that a patient support (table) lowered all the way when a patient was put on the table. There was no report of injury to the patient or operator.